Event description:
Additional information was received that the product status update field was set prior to the last MDR report submitted and due to system interface timing the implant date, (B)(6) 2012, was missing from the 3500a batch initial report. Supplemental correction report will be submitted with this corrected information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
To date, this lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine post-operative check-up, the right ventricular (rv) lead sensing events correlated with the p-wave on the ECG. Sensing r waves had diminished to 1.7 mv. Vvi pacing resulted in atrial capture. The tachycardia therapies were disabled and reprogrammed to aai 30. No inappropriate therapy had been delivered. The patient is scheduled for a right ventricular (rv) lead repositioning procedure in the future.